Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to find the boom would not extend. The fse then replaced the set-up structure. The system was tested and verified as ready for use. The affected part 372826-50, involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the patient side cart (psc) not deploying for docking. It is known that surgical port placement is performed before docking the da vinci system to the patient. The system logs were reviewed and did not indicate any issues. The reported complaint remained after a hard power was performed on the psc, joysticks were enabled and psc was manually moved; however, the boom would not retract. The customer confirmed that there were no obstruction. The customer elected to bring the psc from system sk756 to complete the surgical procedure. The procedure was completed with another psc with no reported injury.